Event description:
It was reported that the insulin pump had multiple cracks. There was a crack near the lcd display screen, on the insulin pump casing, and a small crack near the battery compartment. The customer was unsure about how the damage had occurred, but stated that they had been working in the greenhouse and might have bumped the insulin pump. The customer's blood glucose was unknown. The customer stated that they usually have device either on their belt clip or in a holster. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.